Manufacturer narrative:
The device was returned for evaluation. The downloaded returned an alarm. It was confirmed the device ran to 80 hours. No signs of struggle or pulse width increase were observed with the device data. The fill hole was observed to be tampered with and heavily scratched. Damages were observed to the top housing and the bottom housing leaving the internal components of the device exposed to the outside environment. The damage was deep enough to break the sma wire and puncture the reservoir. The fluid path could not be inspected. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose (bg) levels of 400 mg/dl. Patient gave herself boluses to try and lower bg levels. The pod was worn for more than 48 hours on the hip/buttocks.